Event description:
The customer contacted stryker to report that their device would not turn on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker further evaluated the customers device and a faulty reed switch sw5 was determined to be the cause of the reported issue. This device was archived by stryker.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The customer will receive a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not turn on when the lid was opened. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient involvement reported with the event.